Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure to have an MRI conditional system per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.